Manufacturer narrative:
Received initial report from clinic on 8.7.2015. Multiple contact attempts have been made along with messages left for dr. (B)(6) over the last 30 days requesting additional information. No additional information has been forthcoming.

Event description:
Clinic called to report that while performing a bleach disinfect of their mcp system (hemodialysis dialysate bicarbonate mixer), the staff inadvertently sent the mixture to the patient floor. Potential of affecting 20 patients. Clinic was monitoring hemo levels and did not report any adverse effects.